Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a rash on her back. Patient reported that the area was red, scaly and bleeding. There was no alleged device malfunction contributing to the irritation. Patient was told by her physician that she could remove the device to allow skin to breathe by her physician. The medical outcome of the rash is unknown as follow up attempts were unsuccessful.